Event description:
Boston scientific crm received information that during a revision procedure, the set screws of this cardioverter resynchronization therapy defibrillator could not be loosened with the torque wrench. After several attempts, the torque wrench broke and a piece of the wrench became stuck in the device header. A decision was made to break the header from the device and cut away the header from around the leads. An attempt to reconnect the right ventricular lead into the replacement device was unsuccessful. The patient with this device is monitored and a lead revision is intended in the future. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended, therefore, this clinical observation cannot be confirmed nor denied. Should additional information become available, this event will be updated.